Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16027 and 2015691-2023-16030. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Imagery was provided that showed a crimped valve on the delivery system exposed through a torn sheath liner. The patient's anatomy presents outside of the patient. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was confirmed. The available information suggests patient factors (tortuosity) likely contributed to the event. The presence of patient factors such as calcification, tortuosity, and undersized vessel diameters in the patient's access vessel likely contributed to the increased insertion force. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : not returned.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 26mm s3ur valve, a lunderquist wire was used to straighten out the aorta-iliofemoral system. The 18fr dilator was coated in propofol and inserted through the left femoral access site. Little resistance was met, and the vessel was successfully dilated. Since the dilator went through with little resistance, the doctors decided not to utilize shockwave to soften the calcium burden. Next, the 14fr esheath+ was coated with propofol and inserted into through the left access site. The sheath went in with minimal resistance and the tip made it all the way to the abdominal aorta. A 20mm bav balloon was used to dilate/size the annulus of the native valve. A change in the patient's gradient was observed after the bav balloon. The 26mm s3ur and commander system were then inserted into the body. High resistance was met in the left iliac and one of the struts was bent away from the balloon. The implanter tried to pull back the commander system, but the valve was lodged in the sheath. The valve had separated from the commander balloon but was still contained within the sheath. When the entire valve, sheath, and commander system were pulled out, part of the artery was attached to the sheath. An emergency cut-down was performed, and 2 stents were put into the patient to stabilize the dissection. The patient was in stable condition after the cutdown. The implanter decided to let the patient recover and stabilize before attempting to implant a new thv. Unfortunately, the patient expired two days after the procedure from ischemic gut and lower right-sided extremity ischemia after fem-fem bypass graft was completed. Prior to the case, discussed at length with the ucsf tavr physicians that the transfemoral approach would be difficult due to heavily calcified and tortuous anatomy. Physicians still decided to move forward with the transfemoral approach. The implanters chose to gain access on the left and move forward with the case.